Event description:
Legal case - USA. As reported via legal document, on (B)(6) 2018, the patient underwent a left knee replacement surgery and was implanted with an optetrak device. Due to worsening pain and instability, the patient underwent a left knee replacement revision surgery on (B)(6) 2022, approximately 4 years, 5 months after initial knee replacement. During the revision surgery, the patient's orthopedic surgeon noted that the polyethylene liner showed wear and that there were significant fibrous tissues beneath it with osteolysis. Upon information and belief, the loose components and osteolysis were due to premature polyethylene wear of the tibial insert. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. Ebi search - hss - no results.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Additional information: a2, a3, g, g2, g4. Corrected information: b1, b2, b4, d4, d10, h6 . D10: (4684706) 02-012-41-3030 logic tibia traptray cem sz 3f/3t. (5176991) 02-010-01-0230 logic femoral ps cem left sz 3. (5311189) 200-02-32 three peg patella 32mm.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported may have been the result of loosening, prosthesis wear, and osteolysis. The aseptic (non-infected) femoral and tibial loosening was likely the result of an insufficient bond between the implants and the bone. The prosthesis wear and osteolysis may have been due to malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, this cannot be confirmed because the components were not returned for evaluation and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.